Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt was implanted with a scs system. On (B)(6) 2010, the patient had stimulation but the charger could not locate the ipg. Troubleshooting was attempted but was unsuccessful. A new charging system was shipped to the patient but this was also unable to locate the ipg. On (B)(6) 2010, the patient was reoperated on and it was discovered that the ipg had flipped. After flipping the ipg back over to the correct position, it communicated fine with the charger. The device was not explanted.